Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic, the patient experienced an infection (swelling, pain and drainage) at the site of her implant that was treated with antibiotics (unknown mode of administration). There was an extrusion of the receiver stimulator. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.